Manufacturer narrative:
Additional information has been requested. Subject is an instrument and is not implanted. Subject device has been received and is currently in the evaluation process.

Event description:
During im nailing of a femur, the nail rotated. As the surgeon tried to reverse the rotation, the tab on the standard insertion handle broke off. Attempted removal of the tab and nail was unsuccessful. Reportedly, the nail was placed and wedged at a poor angle. The surgeon experienced difficulty placing the locking screws, causing a 2 hour extension of the procedure. Nail remained at its initial position and procedure was completed.